Event description:
(B)(6)clinical study. It was reported that during a percutaneous coronary intervention procedure, vessel dissection occurred. In (B)(6) 2008, the patient was diagnosed with silent ischemia and cardiac catheterization was recommended. The 90% stenosis and 8.0mm long target lesion was located in the proximal left anterior descending artery with a reference vessel diameter of 2.75mm. The target lesion as treated with pre-dilation using a 2.5x12mm maverick balloon catheter inflated to 8 atm and placement of a 3.0x12mm taxus element stent which was inflated to 14 atm. Following stent placement a grade "b" dissection was noted distal to the study stent. An attempt was made to cross the placed study stent with 2.50x8.00 mm taxus express2 stent; however, the cross was unsuccessful. The dissection was treated with a 2.50x8.00mm non bsc stent which was inflated to 10 atm overlapping the study stent, resulting in 0% residual stenosis post dilation. Excellent angiographic results were noted with the dissection successfully covered and a timi iii flow. The patient was discharged the same day on aspirin and clopidorgel.

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).